Event description:
It was reported that the customer experienced multiple alarms, specifically alarm 2 followed by alarm 26, which indicated an occlusion event. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Additionally, the customer changed the infusion set and cartridge, and then resumed insulin. No assistance from a third party was required.